Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have blade broken at the base. Approximately 12mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted distal gastrectomy surgical procedure, the 8mm harmonic ace instrument blade fractured. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken part of the harmonic ace instrument's tip was completely detached, but no fragment fell into the patient. The instrument was inspected prior to use, and no damage or anything out of the ordinary was noted. The issue occurred during a dissecting task, and the surgeon attributed the breakage to product quality issues. The instrument was in use for 40 minutes before the issue arose, and no functional issues were noticed during the procedure. There was no collision with other instruments or hard materials, and no photographic images or video recordings are available for review.